Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) using the autotome rx sphincterotome the endoscopist found there was a flap (peeling) from the plastic catheter axis, post cannulation. The flap was pointing away from the catheter at about 5 cm from tip. The physician thought the flap could potentially hinder the movement of catheter and may dislodge and impede biliary access, therefore, the endoscopist used the device only to complete the papillotomy, without further advancement to the biliary tree. No pt complications were reported.

Manufacturer narrative:
.